Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2016. On (B)(6) 2016 the patient underwent the third bronchial thermoplasty treatment to the right and left upper lobes of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2016 following the bt procedure, the patient developed a fever and had symptoms of pneumonia. The patient was diagnosed with 'organizing pneumonia' and was treated with antimicrobial agents and steroids. It was reported that the patient had recovered from the pneumonia on '(B)(6) 2016 at the latest' and was discharged from the hospital, although the exact discharge date was not reported. Patient's baseline information: fev1 = 33.2%.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2016. On (B)(6) 2016 the patient underwent the third bronchial thermoplasty treatment to the right and left upper lobes of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2016 following the bt procedure, the patient developed a fever and had symptoms of pneumonia. The patient was diagnosed with 'organizing pneumonia' and was treated with antimicrobial agents and steroids. It was reported that the patient had recovered from the pneumonia on (B)(6) 2016 at the latest' and was discharged from the hospital, although the exact discharge date was not reported. Fev1 = 33.2%. Additional information received on 28 sep 2016. The patient was discharged from the hospital on (B)(6) 2016.